Manufacturer narrative:
On (B)(6) 2022, the device is currently with the consumers legal firm. Our risk management team will be will be examining the device at the consumers law firm and will then make a determination.

Event description:
On (B)(6) 2022. The incident occured on (B)(6) 2021 but we were not notified until 4/4/2022. The consumer claims to have sustained burns to his feet and side of his leg. Our risk management team is currently investigated. The product is currently with the consumers legal firm.